Manufacturer narrative:
(B)(4).

Event description:
Case reference number no (B)(4) is a spontaneous report sent on (B)(4) 2015 by a nurse which refers to a female, age unknown. The patient did not use any other medications at the time of restylane vital treatment. No known diseases or allergies. The patient has previously been treated with restylane vital by the same treating nurse without complications. On (B)(6) 2014, the patient received treatment with 2 ml of restylane vital (lot number unknown) to both sides of the face (except the forehead), with co-packed needle. Approximately 1 month later, in the end of (B)(6) 2014/(B)(6) 2015, the patient's cheeks became red(implant site erythema) and what started as pimples developed into large abscesses(implant site abscess) on both sides of the face. The patient also experienced severe swelling(implant site swelling) on both sides of the face. Treatment for the adverse events included two courses of penicillin (brand not specified), the last one ended (B)(6) 2015. The adverse events severe swelling and cheeks became red were recovered/resolved and the adverse event started as pimples and developed into large abscesses was recovered/resolved with sequelae in (B)(6) 2015. On (B)(6) 2015, the patient contacted the reporting nurse and informed her of what had happened. The patient does not have any symptoms now but has indentations and scars where the abcesses were located.